Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant had a impella cp pump implanted via the femoral artery to support a patient admitted in for a st-segment elevation myocardial infarction. During initial implant the physician was unable to push sterile sleeve and repositioning sheath all the way back, sterile sleeve was stuck on catheter. He had to remove the peel away sheath to advance the catheter all the way into the left ventricle. It was also reported that the leg became ischemic and the pump was removed and escalated to the impella 5.5 via the axillary after 14hours. The team additionally had to perform a fasciotomy. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation for the limb ischemia, product damage, and vascular damage has been completed. Data logs are not relevant to the complication. Returned product was investigated and there were no signs of ripping or excessive force on the sterile sleeve, though it had been detached from the hub on the repositioning sheath side. It was confirmed on other cp pumps that the sterile sleeve could be pulled off of the hub without tearing. Though it was reported that the sleeve and/or sheath were stuck and couldn't be moved, both were able to slide up and down the catheter easily on returned product. Based on clinical details and returned product, the product damage was determined to be a use issue. According to clinical details, vascular damage was at the access site, its investigation will also cover the investigation into the reported access site bleed noted when the patient got back to the ICU. Data logs are not relevant to the complication. Returned product was investigated and there were no visual abnormalities. Clinical details provide very limited detail as to what could have caused the damage or when it occurred, as it was only noted once the pump was explanted. Since limited details were provided and there were no abnormalities with returned product, the root cause of the vascular damage could not be determined. The root cause of the limb ischemia could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.